Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose over 600 mg/dl with abdominal pain and polydipsia associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the basal program was not running as it should. This complaint is being reporter because the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2018 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6)-2018. The basal history for (B)(6)2018 appeared to be inaccurate due to a 0.00-unit-per-hour basal rate that was manually programmed to run from 08:00 to 12:09. A temporary basal program was run from (B)(6)2018 at 14:22:42 to (B)(6)2018 at 00:39. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump was powered on and exercised for 12 hours; the pump passed delivery accuracy testing and was found to be delivering accurately and within range. There were no hypersensitive or stuck keypad buttons found on testing. Investigation did not duplicate the alleged basal history recording defect.